Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image degradation, cable failure, charged coupled device (ccd) unit water damage, and cable water damage. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunctions was traced to component failures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had error no. 266 and no. 231 appeared. The event occurred during a therapeutic transurethral resection of bladder tumor procedure. The procedure was completed with the device after a delay. There were no reports of patient harm.